Event description:
Latitude alert for rv lead polarity switch due to impedance >2000 ohms. Noted oversensing noise with intermittent inhibition of pacing, patient was chb. Also noted high frequency mv sensor noise with inhibition of pacing. Patient brought into the same day, noise was easily reproduced in bipolar and unipolar configurations. Patient scheduled for extraction and new system implant. Of note, after original implant 4 years ago, high frequency noise was seen on rv lead. The patient underwent ra and rv lead revisions approximately 4 years ago and the same generator was used. Manufacturer response for bsc rv pacemaker lead, boston scientific ingevity MRI 7741 (per site reporter). Lead analysis came back as crush.

Event description:
Latitude alert for rv lead polarity switch due to impedance >2000 ohms. Noted oversensing noise with intermittent inhibition of pacing, patient was chb. Also noted high frequency mv sensor noise with inhibition of pacing. Patient brought into the same day, noise was easily reproduced in bipolar and unipolar configurations. Patient scheduled for extraction and new system implant. Of note, after original implant 4 years ago, high frequency noise was seen on rv lead. The patient underwent ra and rv lead revisions approximately 4 years ago and the same generator was used. Manufacturer response for bsc rv pacemaker lead, boston scientific ingevity MRI 7741 (per site reporter). Lead analysis came back as crush.